Manufacturer narrative:
When new information is received an supplemental is submitted.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.